Event description:
It was reported that PICC inserted on 15/12/22. (B)(6) 2022 patient experiencing pain. Cxr showed kink, PICC pulled back and flushed, started leaking so removed. PICC removed and inspected - spilt observed. Patient switched to po ab's. No patient injury but pain was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was 6 fr t/l powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the 7cm marking. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. The short time frame between the insertion date and the date of discovery suggests this damage likely occurred during insertion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC inserted on (B)(6) 2022. On (B)(6) 2022 patient experiencing pain cxr showed kink, PICC pulled back and flushed, started leaking so removed. PICC removed and inspected - spilt observed. Patient switched to po ab's.